Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficult communication between the remote control (rc) and the implantable pulse generator (ipg) despite multiple attempts at charging. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient was stable postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficult communication between the remote control (rc) and the implantable pulse generator (ipg) despite multiple attempts at charging. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient was stable postoperatively.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed that it would not communicate with a known working remote control (rc) or clinician programmer (cp) and was unable to be charged despite multiple charging attempts. Functional testing was unable to be performed and the data logs were unable to be retrieved. The ipg was then cut open and revealed a high sleep current and lower than expected resistance, indicating a damaged application specific integrated circuit (asic) chip. This damaged asic is typical of exposure to high voltage transients and high current sources such as electrocautery. A labeling review confirmed that electrocautery or some other medical therapies or procedures may turn stimulation off or may cause permanent damage to the device if used in close proximity, as documented in the IFU. Therefore this type of damage was likely caused by an external high voltage or high current transient source and was an unintended use error that had likely caused or contributed to the event.